Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level. The customer's current blood glucose level was 407 mg/dl. The customer reported that her received motor error. He was assisted in troubleshooting for motor error and it was reported that he was able to successfully clear the alarm as well as able to complete the insulin pump rewind. The customer declined troubleshooting for high blood glucose. He was treated with manual injection. The customer's other blood glucose level was 296 mg/dl. The insulin pump will not be returned for analysis.